Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate explained that there should be 10 pieces within a pack, but there are 11 pieces within the pack.